Manufacturer narrative:
This supplemental is being filed to document the investigation results of the returned device. System test confirmed smart button malfunction when cable was bent at strain relief area. Destructive analysis found an electrical open/short fault at cable assembly strain relief area which could affect smart button malfunction, image quality problem and/or system error intermittently. Age quality was observed during system testing. The root cause was determined as manufacturing issue with the coaxial cables. Cable assembly design change with new strain relief has been released via eco#705619 and 706446 (cable assembly s/n cut: (B)(6). This has been implemented at susko factory in (B)(6) 2020. Reference: (B)(4).

Event description:
The acuson sc2000 system was sporatic during a tee exam. The exam was completed on a different system. The scope was passed twice into the esophagus as a result.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed.reference # (B)(4).